Event description:
User received erroneous total psa pt results and stated this has been on ongoing issue. The user provided 3 pt examples which were discrepant. Sample 1 occurred on (B) (6) 2009 and samples 2 and 3 occurred on (B) (6) 2009. Samples are collected in a plain red top non-barrier tube. On (B) (6) 2009: sample 2: no pt demographics provided for this sample. Initial result gave less than 0.007 ng per ml. This result was accompanied by a data flag alerting the user the result was below the measuring range. The sample was repeated same day giving 0.390 ng/ml. The same sample was sent to a reference lab for testing which gave 0 ng/ml which was reported. User said in the future when they receive conflicting results they will repeat the sample again and/or send the sample out to a reference lab for testing. User said there were no adverse effects. The field service rep could not find a cause. To verify analyzer performance an performance checks and controls were run which were within spec.

Event description:
User received erroneous total psa pt results and stated this has been on ongoing issue. The user provided 3 pt examples which were discrepant. Sample 1 occurred on (B) (6) 2009 and samples 2 and 3 occurred on (B) (6) 2009. Samples are collected in a plain red top non-barrier tube. Sample 3: initial result gave 0.008 ng/ml. The sample was repeated twice giving 2.16 and 2.13 ng/ml. The same sample was sent to a reference lab for testing which gave 2.4 ng/ml which was reported. User said in the future when they receive conflicting results they will repeat the sample again and/or send the sample out to a reference lab for testing. User said in the future when they receive conflicting results they will repeat the sample again and/or send the sample out to a reference lab for testing. User said there were no adverse effects. The field service rep could not find a cause. To verify analyzer performance an performance checks and controls were run which were within spec.

Event description:
User received erroneous total psa pt results and stated this has been on ongoing issue. The user provided 3 pt examples which were discrepant. Sample 1 occurred on (B) (6) 2009 and samples 2 and 3 occurred on (B) (6) 2009. Samples are collected in a plain red top non-barrier tube. Sample 1: initial result gave less than 0.007 ng/ml. This result was accompanied by a data flag alerting the user the result was below the measuring range. The sample was repeated same day giving 3.35 ng/ml which was reported. The physician questioned the result and the same sample was sent to a reference lab for testing which gave less than 0.1 ng/ml. A corrected report was sent with a total psa result of less than 0.1 ng/ml. User said in the future when they receive conflicting results they will repeat the sample again and/or send the sample out to a reference lab for testing. User said there were no adverse effects. The field service rep could not find a cause. To verify analyzer performance and performance checks and controls were run which were within spec.